Event description:
It was reported that the patient no longer had good coverage. X-ray was taken which showed that the leads migrated. The patient underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7142575. UDI: (B)(4). Product family: scs-ipg-r-MRI: upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 786251. UDI: (B)(4).